Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The bipolar instrument was analyzed and found to have damaged conductor wire insulation at the grip hub. There was no fragmentation of the insulation, and the internal conductor wires were not exposed. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken. The instrument passed the electrical continuity test. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The complaint was confirmed by failure analysis. The probable root cause of damaged conductor wire insulation is attributed to damage from mechanical impact. Accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage can damage the insulation.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument had a damaged conductor wire. The procedure was continued as planned with no reported injury.

Manufacturer narrative:
Intuitive followed up with the customer and the following additional information was obtained: the damage was discovered during preparation before anesthesia and before use. The wire was exposed due to damaged insulation. The conductor wire was not broken. There were no signs of thermal damage at the site of insulation damage. The procedure was completed with a backup instrument. The damage did not result in a fragment falling inside the patient¿s anatomy. There was no injury to the patient. There was damage or anything out of the ordinary as the wire was exposed due to damaged insulation. The instrument was available for return to isi for evaluation. There were no photographic images of the device(s) or a video recording of the procedure available for isi review. Patient demographic information was requested, but the site was unwilling to provide the information due to the hospital¿s privacy policy.

Event description:
Refer to h11 for follow-up information.